Event description:
On (B)(6) 2021, it was reported that the surgeon attempted to attach the pump to the mini apical cuff in standard fashion. The cuff lock mechanism easily locked and there was no visible yellow lines showing on the "shoulders" of the locking mechanism. It appeared fully locked in place. The surgeon went to drop the pump in the pericardium at which point it detached from the heart. Investigation showed cuff lock fully in the "locked" position but there was no cuff attached. The surgeon re-opened the apical lock mechanism using surgical hand tools. Once fully open, the surgeon attempted to re-attach to the apical cuff, which was easily done the second time. As there was no apparent reason for the cuff locking mechanism to malfunction, it was decided the safest course of action was to remove the pump and place a new one. This was done without incident and the new pump was started and operated as expected. The first pump will be returned for investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of cuff lock engaging without attaching to the apical cuff was confirmed based on the submitted photographs, the specific root cause could not be determined. The customer reported that the lock had engaged easily and the yellow indicators were not visible. After moving the pump into the pericardium, the pump detached from the apical cuff. The submitted photos show the lock in the fully locked position and the locking pin clicked into the slot on the cover plate with neither of the yellow indicators visible, but there was no apical cuff captured within the lock. The lock was subsequently opened and reattached easily to the implanted apical cuff. It was later decided to exchange the pump as a precaution, which was done without incident and the second pump operated as expected. (B)(6) was returned with the pump cable intact and the cuff lock in the default position. The sealed outflow graft, modular cable, and apical cuff were not returned. Examination of the pump blood-contacting surfaces found no depositions. After cleaning, the cuff lock was examined under a microscope and no evidence of damage or deformation was noted. The cuff lock was reassembled and slid into the fully open position without difficulty. The lock was unable to be forced into locked position as depicted in the submitted photographs. A test apical cuff was then placed into the lock assembly and the cuff lock engaged without difficulty. The test apical cuff could not be forcibly removed while cuff lock was in the locked position. The cuff lock appeared to function as intended and the cause of the reported event could not be determined. After evaluation of the cuff lock, the pump was reassembled and operated on a mock circulatory loop. The pump operated as intended in accordance with manufacturing specifications. Heartmate 3 mini apical cuff kit IFU, rev. E, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.